Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime/deliver and excessive no delivery test. No excessive no delivery alarm noted. Pump received with cracked reservoir tube and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that customer received excessive no delivery alarms even after infusion set and reservoir change. Customer's blood glucose was 418 mg/dl. During troubleshooting, insulin pump alarmed no delivery during manual prime. Caller was advised that insulin pump would need to be replaced.